Manufacturer narrative:
Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Records analysis was performed by the supplier for bupivacaine-marcaine lot #'s 641403a and confirmed that the pfizer conducts the testing prior to lot release and throughout the lifecycle to ensure that the product continues to meet all the registered specifications. See attached pfizer evaluation report. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors

Event description:
It was reported that the bupivacaine contained in the portex® spinal anesthesia tray was ineffective. No patient death or serious injury was reported in connection with this incident.